Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that control poll 1 and 0 were over 4000 ohms. The patient experienced a loss of effect.

Manufacturer narrative:
Concomitant products: product ID: 388928, lot#: 0211371291, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.